Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information was received that the patient was experiencing pain at the anchor site.

Event description:
It was reported that the patient had their system explanted and replaced on 24apr2026 for an unknown reason.

Manufacturer narrative:
Date of event is estimated. Further information was requested but not yet received.